Event description:
It was reported that the marker of the subject catheter was lost in the patients vessel during the procedure. The marker of the subject catheter could not be retrieved. No further information is available.

Manufacturer narrative:
B2 outcomes attributed to ae- updated. B5 executive summary- updated. D9 product available to stryker- updated. D9 returned to manufacturer on- updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. F10 / h6 health effect - clinical code: updated. Due to the automated manufacturing execution system (mes) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was found to be kinked bent. The catheter tip was found to be broken/fractured and stretched and the ro marker was missing. The catheter hub was intact. During the functional inspection, the catheter was flushed, and a patency mandrel was advanced and some friction was noted in the damaged areas. The functional inspection for the reported 'catheter shaft difficulty in removing/withdrawing' was not performed due to the damaged catheter tip. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'ro marker(s) detached/separated/not visible under fluoroscopy', 'catheter shaft friction' and 'un-retrieved device fragments' were confirmed. The reported 'patient neurological deficit' and 'patient hemorrhage', blood loss with sequelae' could not be replicated during device analysis as the event is procedure/patient related. The reported 'catheter shaft difficulty removing/withdrawing could not be replicated' however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported, 'the 132cm catheter lost an x-ray marker in the patient's vessel during the procedure. The replaced 115cm catheter also looks very different. The x-ray marker could not be retrieved and remained in the patient's vessel'. Additional information provided by the customer indicated that during the procedure, the marker was not missing throughout; it was detected at some point during the process. The patient experienced significant consequences due to the event, including hospitalization and secondary hemorrhage on the fifth day post-operation. Currently, the patient has been hospitalized and suffered from severe aphasia until last week; they are now in rehabilitation. During the procedure, there was resistance encountered, particularly while pushing the first catheter, which necessitated the exchange of the catheter. Additionally, there was high resistance while pulling back the catheter. The device was prepared according to the directions for use, with no damage noted to the packaging prior to opening. The device was confirmed to be in good condition during preparation and before use on the patient. A continuous flush was set up and maintained throughout the clinical procedure. In conjunction with the subject device, a non-stryker sheath was also used. The device was in use on the patient at the time of the event. It is important to note that the patient's anatomy was severely tortuous, which played a significant role in the challenges encountered during the procedure. The device was returned for analysis, and it was noted that two additional non-stryker catheters were returned along with the subject catheter, both appearing kinked and bent. Similarly, the subject catheter shaft was found to be kinked and bent. The catheter tip was broken, fractured, and stretched, with the ro marker band missing. Despite these issues, the catheter hub remained intact. The reported event 'catheter shaft difficulty removing/withdrawing', the analyzed, 'catheter tip broken/fractured during use' and 'catheter shaft stretched' as well as the reported and analyzed 'ro marker(s) detached/separated/not visible under fluoroscopy', 'un-retrieved device fragments' and 'catheter shaft friction' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The reported 'patient neurological deficit' and 'patient hemorrhage, blood loss with sequelae' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the marker of the subject catheter was lost in the patients vessel during the procedure. The marker of the subject catheter could not be retrieved. No further information is available. Additional information received on on 11 nov 2024 stated the patient suffered from secondary hemorrhage on the fifth day post operation. The patient was hospitalized with severe aphasia and is now in rehabilitation. The patient is taking asa and clopidogrel.